Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, while removing the device from the patient, the surgeon noticed that the distal donut was not in the instrument, it was stuck in the anastomy. It was noted that the proximal donut was okay. They made proctoscopy to make sure that anastomy was correct and leakage test. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and a cross cutting staple line mark was also observed in the mylar cutting ring. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and a cross cutting staple line mark in the mylar cutting ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, while removing the device from the patient, the surgeon noticed that the distal donut was not in the instrument, it was stuck in the anatomy. It was noted that the proximal donut was okay. The distal donut was retrieved by a grasper. They made proctoscopy to make sure that anatomy was correct and leakage test. There was no patient injury.